Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil in one fallopian tube, showed only one coil, migrated coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), inflammation ("inflammation"), anxiety ("anxiety"), depression ("depression") and abdominal distension ("extreme abdominal bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, inflammation, anxiety, depression, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device dislocation, inflammation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil in one fallopian tube, showed only one coil, migrated coil') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), inflammation ("inflammation"), anxiety ("anxiety"), depression ("depression") and abdominal distension ("extreme abdominal bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, inflammation, anxiety, depression, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, depression, device dislocation, inflammation and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.